Event description:
(B)(4). It was reported vasospasm and vessel jailing occurred. On (B)(6) 2010, the patient presented with stable angina and cardiac catheterization was recommended. Coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 70% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct placement of 2.50 x 24 mm taxus liberté stent. Post deployment of the study stent, jailing and spasm of the acute marginal was noted and the event was treated medically. Post procedure, there was still flow in this area of less than 2mm vessel. Following post dilatation, residual stenosis was 0%. In addition, 80-90% stenosis in the mid left anterior descending (lad) was treated with a 3.50 x 12 mm non-bsc stent resulting in less than 10% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).